Event description:
The patient has a diagnosis of long qt syndrome, type 2 with human ether-a-gogo-related gene (herg) mutation. Patient underwent placement of an ICD 10 years ago as a result of an out-of-hospital cardiac arrest. The patient's ICD generator was most recently changed 5 years ago with replacement of the ventricular lead secondary to oversensing of atrial and previous ventricular lead. This morning, an automatic transmission was sent reporting probable ventricular sensing lead failure with a high number of short v-v (ventricular) intervals since last evening. Right ventricular (rv) pacing lead impedance was >2500 ohms. On monitoring, he was found to have abnormal lead measures suggesting a ventricular lead fracture. Transmission identified apparent ICD failure but remained asymptomatic without ICD discharge. He was asked to come to the hospital immediately with a magnet over the device, this fracture was confirmed by testing, admitted for interrogation, telemetry monitoring. Upon presentation, he had an EKG and underwent ID interrogation during which vf detection was turned off. The patient underwent cardiac catheterization and lead replacement. Procedure was well tolerated. On post-procedure day 1, he underwent cxr, echocardiogram, and ICD/pacer interrogation. Throughout course and prior to discharge home, he had no complaints of chest pain, difficulty breathing, shortness of breath, or feelings of lightheadedness. He was discharged on home. Patient has had no ICD discharges.